Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Investigation of the case logs did not reveal any warnings to the user that indicate why the offset was unusually high during this procedure. The root cause for the high offset meter value can be attributed to user error or technique on the system that caused a high amount of deflection forces on the end effector and subsequently a high offset value. Ultimately, the user was unable to resolve the high offset issues within this case and the procedure was aborted. There were no reported adverse effects to the patient. The severity is observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
After repositioning the robot into the field and moving to s1l a drill was placed down the ee. The offset was fully red as the instrument passed down the ee. Drill was removed, and ee resettled to green borders again. Again, the drill was placed through the ee, and offset was fully red. The array on the drill was moved, surgeon adjusted the drill battery to redistribute the weight, and it stayed red. Surgeon requested the robot be pulled from the field, and the case was finished with stealth navigation.